Event description:
A malfunction alarm was reported, featuring a malfunction 1 code, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Corrective actions included providing the customer with pump reset information and assistance from technical support, though the malfunction recurred post-reset. As a resolution, technical support arranged for the pump to be replaced and confirmed the shipping address. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy, understood how to put the pump in storage mode, and agreed to return the malfunctioning pump via a pre-paid label within 10 days.